Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd an occlusion alarm. The customer's blood glucose level was 284 mg/dl. Tandem technical support performed a system check and found that the tubing should be changed. The customer was using apidra insulin.